Manufacturer narrative:
One medfusion pump was received with a crack on right plunger case. The event history log was reviewed and there was a motor rate error. An occlusion test was performed and a motor rate error was found during testing. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear since the pump was over 7 years old. The worn components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.